Manufacturer narrative:
Information was received indicating that report submitted (26-feb-2019) MFR# 3012307300-2019-00923 is a duplicate report to this MFR# 3012307300-2019-00819 submitted (25-feb-2019). Report MFR# 3012307300-2019-00923 will be closed as a duplicate report.

Manufacturer narrative:
One cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scratched screen. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable" alarm. No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.